Event description:
The device was implanted in 2001. In 2001, the facility's vad coordinator informed the MFR of the following: the pt has been in the hosp since device implant (no family support and psycho-social issues). On 11/2001, the pt had a chest tube placed to drain a pleural effusion from bleeding into the chest. Over the weekend pt became hypotensive, grayish looking and was vomiting. Pt was admitted to the ICU for swan and treatment. Hosp personnel suspect that the bleeding into the pt's chest may be related to the device. The device remains implanted and the pt is being medically managed. No further details were provided at this time.